Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): orchid unique manufactured the countertorque wrench for cslp, part number 324.067, and lot number uk07501. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. There were no material review reports or non-conformance reports generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned countertorque wrench (part 324.067, lot uk07501) was received with two of the four prongs located on the tip of the device broken off. One of the two remaining prongs seemed to be slightly bent torsionally. The countertorque wrench is used in the cervical spine locking plate (cslp) system to assist in the proper torquing of locking screws. In order to obtain the most rigid construct, the wrench should be used with the self-retaining screwdriver for locking screw to provide countertorque to the expansion head screw during insertion and tightening of the locking screw. The returned part is over 10 years old and, based on the damage sustained, it is most likely that the returned wrench was used while not being fully seated in the slots of the expansion head screw head. The returned wrench was manufactured on may 1, 2001. The associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The cslp technique guide, which states that the tips of the countertorque are intended to fit into the slots of the expansion head screw head, and that the wrench itself should not be used for insertion and removal of expansion head screws. If the wrench was used without all of its prongs fully engaged in the slots of the screw head, it could cause the prongs to sustain unintended shearing forces, which could cause damage similar to that sustained by the returned wrench. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports the countertorque wrench has one broken tooth. No additional information is available. This is report 1 of 1 for (B)(4).